Manufacturer narrative:
(B)(4).

Event description:
Procedure: splenectomy. According to the study: dates of surgeries: between (B)(6) 2009. One out of ten single incision laparoscopic surgery splenectomies for idiopathic thrombocytopenic purpura, was converted to open due to bleeding in the splenic artery as a result of failure to fire the stapler. The pt received 2 units of es (erythrocyte suspension).